Event description:
In 2004, I had breast implants placed under the muscle textured saline bags. No issues for the 9 years I had them. In 2011, I went into surgery and had them exchanged for mentor cohesive gel implants under the muscle. Within 1 year I needed another operation to correct capsular contracture. The following 2 yrs I had a storm of symptoms that continually worsened. I was diagnosed with lupus, spent a total of 9 weeks in a wheelchair unable to hear weight or walk due to severe muscle spasm, experienced hair loss, headaches, chronic fatigue, brain fog, abnormal lab results, positive ana, liver/kidney abnormality, serum protein abnormality, another grade IV capsular contracture, joint pain, edema in feet, and various other autoimmune symptoms. I was explanted (B)(6) 2015 with total capsulectomies bilaterally without replacement of implants. Tissue was thick and inflamed around left side. Surgeon denied any rupture or leakage of bag. It has been about 4 months since explant and I am about 90 percent improved on all symptoms and my lab panels were turned completely back to normal. Every single lab result is normal, I have had zero edema, improved hair loss, no headaches, no muscle spasms, and almost zero joint pain. My doctor has said I do not have lupus as previously believed as well. Two years of symptoms gone immediately following explant.